Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed the reported system error 105. The unit was received inoperable due to reported symptom of system error 105 caused by a failed motor (flex). The motor assembly will be replaced.

Event description:
It was found during a baxter evaluation that a pump has a system error 105. There was no patient involvement.